Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h11. A getinge field service engineer (fse) stated that customer informed that the instrument is slowly losing helium. There was loss even though the instrument has not been used. The helium drop was noticed over several days of standby. Once onsite did not visually see a helium pressure drop in the service menu pneumatic display. However, fse did visually inspect the helium reservoir assembly. Fse noticed there was a brass fitting that was bent (picture). It was most likely the failure point for helium to escape. Fse replaced the helium reservoir assembly (d997-00-0565). Performed helium high and low transducer calibration.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. No patient involvement. A getinge field service engineer (fse) stated that customer states that the instrument is slowly losing helium. There is loss even though the instrument has not been used. The helium drop is noticed over several days of standby. Once onsite did not visually see a helium pressure drop in the service menu pneumatic display. However, I did visually inspect the helium reservoir assembly. I noticed there was a brass fitting that was bent (picture). It is most likely the failure point for helium to escape. Replaced the helium reservoir assembly. Performed helium high and low transducer calibration.

Event description:
It was reported that during routine checks, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. Customer stated that the instrument is slowly losing helium. There is loss even though the instrument has not been used. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. Customer stated that the instrument is slowly losing helium. There is loss even though the instrument has not been used. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.